Event description:
The consumer reported that his device hadn't been working and their doctor was meant to replace the device. A manufacturer representative (rep) that was working with the patient later reported that the patient was non-compliant with recharging their implantable neurostimulator (ins). The patient had a couple of overdischarges (od) in the past and it was possible that he was in his third od at the time of the report. The rep was unable to do a physician reset and after two attempts, it was noted that a potential replacement with a non-rechargeable battery was needed. This event occurred in (B)(6) 2016. There were no reports of medical or therapy issues and no patient symptoms reported. The patient's history was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.